Event description:
Caller states patient obtained the following results with a meter-to-lab comparison within 10 minutes on the inform meter system: 46 mg/dl and 240 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
While cleaning the biopsy port on endoscope, brush pulled off wire. This occurred twice on same day; same product lot number.